Event description:
The advocate stated the customer tested his blood glucose and received a reading of 440 mg/dl using one of his contour meters. He retested using his other meter and received readings of 174, 199 and 198 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The meter and test strips are to be returned for eval. Replacement products were sent to the customer.